Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 530 mg/dl. The customer states they have been trouble with the transmitter connecting to the pump and the batteries are not lasting longer than a week. The customer treated for the high blood glucose with the pump. Customer declined to troubleshoot for high readings. The product was not returned for analysis.

Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.